Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568 implantable pacing lead 2014-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited a sudden increase in thresholds and high impedance. A possible fracture is suspected. The patient has experienced some intermittent pain at the site of the device especially when laying on their side. The lead was programmed "off" and a lead extraction and replacement is planned. No patient complications have been reported as a result of this event.